Event description:
During a pci procedure, the express2 monorail coronary stent delivery syste couldn't pass through a 99% stenotic, highly tortuous lesion located at the ostium of the proximal right coronary artery (rca). It is further reported that the physician stronly pushed this device and the stent became scratched at the edge of the guide catheter and the strut became flared. The physician switched to an express 4.0/12 and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.